Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: b i71000542, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000469, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000901, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that whenever the site attempted to take 3d images, they would get an "early termination" error message.  It was noted that the site had attempted to adjust the footswitch and rebooted the system.  The site also mentioned that the pendant did indicate "generator overheating" before the case.  It was noted that the system was down.  It was unknown if there was any delay to the procedure and there was no reported impact to patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The tube and tank were replaced at the site due to a constant 41 error causing early termination of exposures. The system was totally recalibrated. The system passed checkouts and was performing as intended. Codes b01, c07 and d02 apply to this system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000416, lot/serial #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a hardware analysis was initiated for bi71000901 to determine the probable cause of the reported behavior. Analysis found that the complaint was not verified and visual inspection confirmed damage. The issue was consistent with a previously known and tracked hardware anomaly. Codes b01, c07, d02 are applicable and previously reported. H3,h6: a hardware analysis was initiated for bi71000469 (lot#: t214632 rev. E) to determine the probable cause of the reported behavior. Analysis found that there were no failures found. Code b01 is applicable and previously reported. Codes c19,d14 are applicable. H3, h6: a hardware analysis was initiated for bi71000469 (lot#: t181387 rev. E) to determine the probable cause of the reported behavior. Analysis found that the complaint was not verified and visual inspection confirmed damage. The issue was consistent with a previously known and tracked hardware anomaly. Codes b01, c07,d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.